Event description:
It was reported that a red alarm was displayed on the monitor and it does not ring. The biomed replaced the speaker which resolved the sound alarm issue. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Manufacturer narrative:
A good faith effort (gfe) has confirmed the issue was occurring on the intellivue info center ix, and not on the mx700 as originally reported in MFR # 9610816-2022-00532. The intellivue info center ix was reported in MFR# 1218950-2023-00105.